Event description:
Customer reported that she was in a car accident due to low blood glucose. Customer stated that the blood glucose was 54 mg/dl when the paramedics arrived. Customer stated that she was treated at scene, but later that day she went to the emergency room. Customer stated that her insulin pump got damage and rattle when she shake it. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.